Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event: it was reported that during pre-surgery, it was discovered that two attachment devices and a bearing sleeve device were running rough during testing. There were no delays to the surgical procedure as identical spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device did not accept the cutter device. The device was taken apart and it was determined that worn bearings caused the failure. That was because they were no longer in axial alignment not allowing the cutter to pass through. The assignable root cause was determined to be due to worn out bearings from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.